Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to the diabetes ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was 367 mg/dl. The customer experienced the nausea, vomiting difficulty in breathing like symptoms related to the high blood glucose. The drive support cap was normal. The customer also reported that the insulin pump had motor error alarm. The customer was able to clear the alarm and request to rewind the insulin pump. The customer¿s blood glucose level was over 600 mg/dl and had taken 20 units manual injection but the time she got to emergency room with blood glucose was 367 mg/dl. The customer was treated with the manual injection. The customer was treated with the insulin drip in the hospital. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, missing end cap sticker and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).